Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 10:46:10. During night drain cycle one, the patient's ultrafiltration reading was 201ml, indicating the home patient drained 201ml more than their maximum programmed fill volume of 200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.